Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that patient suffered severe dyspareunia, pelvic pain, painful urination, odor, and urinary tract infections.